Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - it was reported that the patient stated the recharger (insr) was not working. It was reported the insr was not charging past 1/4. Patient confirmed the screen was on the desktop charger (dtc). Patient reported seeing the recharger (insr) is charging status screen. Patient stated the insr battery was 3/4 full and the last 1/4 was flashing. Patient stated the connector pin looked a little bent backwards but the insr was still charging. Patient was meaning the neurostimulator (ins) was not charging past 1/4. Patient stated it was hard for her to get the antenna in the right spot. Patient reported having all coupling boxes shaded. Patient stated she usually doesn't get that many. Patient stated the implant will show 1/4 full then it beeped and stated it was full. Patient stated it stopped charging her implant at 1/4 or 1/3 then suddenly after a long time of sitting it beeps and shows it is full. Patient stated she checked the implant the next morning and the ins was back to 1/4. Patient stated she reported this to the manufacturer's representative (rep) and the rep told her to jiggle the insr antenna and patient stated it worked. Patient stated she thinks she has been seeing the antenna too hot message not the charge complete message. Patient stated she does put the antenna directly on her skin and sometimes the antenna is quite hot. It was reported the patient was getting picture of thermometer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from a follow up email sent to them. The manufacturer representative reported that they did not know the cause of why ins was not able to charge past 1/4. Manufacturer representative indicated they believe the patient's issue has been resolved. Patient's weight is unknown. The provided information has been confirmed with the patient's health care provider.